Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 1 second, the balloon ruptured vertically. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.